Event description:
A newly diagnosed diabetic (10 mos) had decreased her glucophage and drank orange juice (per dr's orders) based on suspect device readings. Customer had been obtaining "lo" blood glucose readings (=40-70 mg/dl). At the hosp, suspect device gave a blood glucose reading of 141 mg/dl at the same time as the lab reading of 340 mg/dl.

Manufacturer narrative:
Standard disclaimer on file.